Event description:
Reportedly, several instruments and sulus did not place properly formed staples on the tissue. The surgeon then decided to convert the procedure to an open surgery to complete the case without further incident.